Manufacturer narrative:
The insulin pump alarmed button error and none of the buttons were responsive due to corroded keypad traces. The device had minor scratches on the display window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error and the keypad wasn't responding. Customer's blood glucose was 205 mg/dl. She didn't recall any significant event which may have caused the device to alarm. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.